Manufacturer narrative:
(B)(4). (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician. Part of the device remains implanted; the removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure. According to the complainant, on (B)(6) 2017, the patient experienced mesh erosion into the vagina. Subsequently, the device was partially removed at surgery. Boston scientific has been unable to obtain additional information regarding the event and patient's current condition to date, despite good faith efforts.